Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the percent pacing on the remote monitoring network report stated zero percent and the device is programmed with one hundred percent atrial pacing per the histograms data. Discussed sequence counters and the histogram data. Advised that histogram data is the accurate indication of pacing for this device in a single chamber mode. Also advised this issue has been resolved with current devices. Printout for this patient was not available. Diagnostic interpretation was provided. No patient complications have been reported as a result of this event.